Event description:
Allegations of capsular contracture, arthalgias, myalgias, paresthesias/dypesthesias, swelling, fatigue, swollen glands, low grade fevers, headaches, dizziness, memory loss, dry mouth, hair loss, rashes, choking sensation, bloating and implant rupture.